Manufacturer narrative:
(B)(4). The customer reported to have provided the incorrect serial number for the device and will call back with the correct serial number once the ventilator is in their possession.

Event description:
It was reported that, while in use on a patient a 980 ventilator stopped cycling. The patient was not harmed or injured as a result of the event. The covidien technical support engineer (tse) troubleshot this issue with the customer over the phone.